Event description:
On (B)(6) 2009, the pt underwent endovascular repair of a type a thoracic aortic dissection using two gore tag thoracic endoprosthesis, wherein a tg2610/06452482 was first implanted distally and a tg26140/06167041 was then implanted proximally to connect with the vascular graft. It was reported that the pt previously (date unk) underwent aortic arch replacement with a vascular graft for the treatment of the type a thoracic aortic dissection. On (B)(6) 2009, computed tomography (CT) images showed no sign of endoleak or aneurysm enlargement. The aortic diameter measured 54 mm. On (B)(6) 2010, CT images revealed an enlargement of the aortic diameter to 62 mm. On (B)(6) 2010, the pt underwent an open conversion surgery using a vascular graft to treat the aneurysm enlargement, and the tag devices were explanted. The pt tolerated the procedure. The physician reportedly stated that the cause of aneurysm enlargement was disease progression at the descending aorta.

Manufacturer narrative:
Results - a review of the mfg records for the devices verified that the lots met all pre-release specifications.